Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
Option filter placed in 2010. Tried to retrieve it about a year later. No success. Many x- ray/CT scans since. No fracture shown in 2016. 2020 ¿ patient complains with abdominal pain. CT performed. 2 fractured legs. One in abdominal area. Second right outside of ivc. Surgery performed to take out the abdominal strut. Next ¿ try to retrieve the filter and the other strut.